Event description:
It was reported that the pump touch screen would intermittently go black. There was no adverse impact to customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.